Manufacturer narrative:
The returned module was evaluated. External visual inspection showed the flex stress relief sleeve has detached from the module. During testing, the module was able to obtain values with a test plug; however, when the cable was bent, the unit would stop working completely and disconnect from the root. Accuracy testing could not be performed due to the intermittent failures. X-ray images of the module were taken and they showed damage in the cable which would cause it to disconnect and malfunction. (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that during an intervention in the or with a patient sedated, the screen shows an unappropriated psi value (90 instead of a value <50), eeg traces seems perturbed, no value for other parameters. The customer has tried to change the sensor, but it has no effect on the measurement and claims that this kind of issues appears randomly. No patient impact or consequences were reported.